Event description:
Stent became dislodged from the delivery balloon catheter while remaining in the guide catheter. Delivery system was removed without complication. Procedure continued without delay.